Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will be returning for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a fixation pin was broken intra-operatively. Xray images shoes that a portion of the broken component remains in the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The instrument was not available for evaluation. Relevant x-ray images confirm that the tip was left in the patient, immediately adjacent to an implanted interbody. It was reported that the pin was introduced at an angle to accommodate patient anatomy. It is possible that this technique introduced additional bending stresses to the instrument, which may have contributed to the failure.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which the tip of the fixation pin broke intra-operatively. Xrays images show that tip remains in the patient.